Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(4) 2011 21:59:25. During night drain cycle four, the patient's ultrafiltration reading was 1380ml, indicating the home patient (hp) drained 1110ml more than their maximum programmed fill volume of 1800ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up MDR will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. Review of the device's therapy log revealed the user had an ultrafiltration (uf) volume of 1380 ml during therapy initiated on (B)(6) 2011 at 21:59:25, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. An iipv is any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume, as defined in the (B)(4) clinical hazards list. Review of the event log revealed the actual drain of cycle 4 on (B)(6) 2011 at 6:04:50 was 2824 ml. The actual drain volume of 2824 ml is 156.9% of the largest prescribed fill volume (lpfv) of 1800 ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.